Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
On (B)(6) 2015, the patient underwent a permanent implant procedure. During the procedure, the doctor noticed a lot of bleeding. Following the procedure, the doctor sent the patient to the ICU for further evaluation. It was later determined that multiple hematomas were present. The patient was released from the hospital the following day and is doing better.